Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller's self-test sound was abnormal. The low-frequency sound did not play properly. The controller was replaced. No health hazard occurred to the patient and there was no patient consequence. It was said the system controller had not been completed yet but was planned to be returned. There had been some episodes of ventricular tachycardia (vt), and at present, the system controller replacement was considered to carry a certain level of risk; therefore, it had not yet been performed. The system controller replacement was planned to be carried out once the patient¿s condition stabilizes.